Manufacturer narrative:
(B)(4). D10. Vivacit-e dm bearing 28x44mm item# 110031012, lot# 66446754. G7 dual mobility liner 44mm item# 110024464, lot# 66653063. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in a hip procedure, after compressing the head into the bearing the head demonstrated "shuck" in the bearing. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual review of the returned ceramic head shows device was returned seated in the poly bearing. Ceramic head shows scratches on the taper hole wall, rim around the hole, and outer spherical surface from attempted use. No other damage was noted. Head was unable to be dimensionally measured as it remains seated in the liner upon return. During evaluation it was confirmed that the head had some degree of play up and down within the bearing. The head was able to rotate in all directions without resistance. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.